Event description:
The customer returned the product for the device emitting a continuous alarm and not being able to be used, and during physical inspection it was found that the downstream occlusion (dso) seal was peeled. After investigation the results indicated a reportable malfunction due to the peeled dso seal. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a peeled downstream occlusion (dso) sensor, and the pump could not start due to the dso sensor not seeing the cassette. After investigation the results indicated a reportable malfunction due to the peeled off dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor to address this issue.